Event description:
It was reported patient underwent total knee arthroplasty on (B)(6) 2005. Subsequently, a revision procedure has been recommended due to pain and loosening of the tibial component. No revision has been reported to date.

Event description:
It was reported patient underwent total knee arthroplasty (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2013 due to alleged pain and loosening. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity." Number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain."